Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: though resistance was met when advancing guidewire through ars, the physician still managed to make it through. However, he/she couldn't advance it further when guidewire tip reached blood vessel. Guidewire was removed and found it kinked.

Manufacturer narrative:
(B)(4). The customer returned a used spring-wire guide (swg) for investigation. Visual examination of the swg revealed a kink on the distal end of the swg and the distal j-bend tip was deformed. No other defects were observed. Both the distal and proximal welds were intact, full and spherical. Evidence of use was observed on the guide wire body. The kink in the guide wire was located 20 mm from the distal tip, just below the j-bend. The length and outer diameter of the swg were measured and were found to be within specification. The guide wire was able to advance through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18ga introducer needle. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: though resistance was met when advancing guidewire through ars, the physician still managed to make it through. However, he/she couldn't advance it further when guidewire tip reached blood vessel. Guidewire was removed and found it kinked.